Event description:
It was reported that the patient had two blackouts. The device could not be interrogated, there was no pacing seen on the electrocardiogram, and the magnet had no effect. The patient's intrinsic rhythm was noted to be at approximately 30 beats per minute. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.